Event description:
It was reported that the patient passed away. The death was attributed to sudep. The patient's explanted vns system has since been returned to the manufacturer for analysis; however, analysis is not yet complete. Attempts for additional information are underway.

Event description:
An additional sudep evaluation was performed based on information from the national death index, and the death was determined to be probable sudep. The cause of death was anoxic brain damage and other and unspecified convulsions.

Event description:
Additional information was received indicating that cardiac arrest was suspected on (B)(6) 2011. At that time, the patient was intubated and found to be clinically brain dead. The patient was subsequently removed from life support on (B)(6) 2011. The physician suspected sudep. The patient was receiving therapy until (B)(6) 2011 when the device was disabled for and MRI, likely to check for brain activity. No additional information was provided. Product analysis on the lead and generator has since been completed. Results of diagnostic testing and monitoring on the generator indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator. During product analysis of the lead, no anomalies other than typical wear and explant related observations were identified in the returned lead portions. Note that since a significant portion of the lead, including the electrode array, was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.